Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (ins) experienced a burning sensation at the ins battery site, inability to charge the ins, excessive time required for the ins battery to recharge, ins battery overheating, the ins shutting off, and the ins not working correctly. The patient reported that these complications were not present with the initial ins and expressed concerns about the current device. Imaging was conducted, including MRI, which showed no abnormal paraspinal mass or fluid collection but noted susceptibility from ins leads, and x-ray lumbar spine views were obtained. The entire system was reprogrammed, and the event resulted in an unscheduled clinic or office visit. The outcome was ongoing.

Manufacturer narrative:
The recharger with model 97755-s and serial# (B)(6) was received for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ins takes over an hour to charge and the recharger paddle and relay box are getting hot (no pt harm reported). Pt (patient) stated they have sent multiple messages to a representative (rep) who they found out no longer works for mdt and the pt was very upset because they have been waiting for a response. When asked event date; pt stated they had a 'revision' in january and ins (implantable neuro stimulator) charged 'okay' for maybe 2 months and then slowly got worse. Agent did not ask further about the revision as the pt was escalated. Pt stated this will be their 4th recharger and it is not an issue of 'if' they will have problems, but an issue of 'when'. Agent reviewed charging the ins with stimulation off; the pt then stated that 'it shuts itself off' - the stimulation shuts off and said this is a 'junk device'. Pt stated the 'device dies' every few days and they charge the ins every other day. Agent tried to ask clarifying questions but had a hard time understanding what pt was experiencing. Agent reviewed role of rep, role of hcp, and role of patient services. Pt stated that they have only seen 'dr. (B)(6)' 2 times and then they see a np or pa named alex birch and they always tell him to 'call medtronic' because they do not know anything about the implant. Pt stated they have an upcoming appointment on (B)(6). Pt stated they are tired of driving 2 hours to see the hcp. Pt stated that it is crazy that their healthcare provider (hcp) has had to perform 'revisions' on pt's. Agent offered physician listings - pt stated sure but they probably won't do anything with it. Pt had an MRI 2 days ago and said they might need another 'surgery'. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the issue was unresolved at the time of the study closure. Additional information was received reporting that their implantable neurostimulator (ins) was not working correctly after their revision.

Event description:
Additional information received indicated that the device was explanted on 22-sep-2025 and not replaced. The device disposition is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.